Event description:
The plaintiffs attorney alleged that the patient experienced the following injuries: cardiac arrest; arrhythmia; and all injuries associated therewith; then subsequently expired. All of these are alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.